Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted g5: 510(k): k923607 and k926214 h6 - results - 3252 is based on evaluation of user facility information & the returned sample; 213 is based upon evaluation of undamaged sections of the returned sample. H6 - conclusion - 4310 is based upon evaluation of user facility information & the returned sample; 67 is based upon evaluation of undamaged sections of the returned sample. The actual device was returned for evaluation. Visual inspection upon receipt revealed visual inspection upon receipt found the actual sample had been fractured at the distal extremity. The actual sample was measured and found to be approximately 2470mm in total length. Specified total length of this product code is approximately 2600mm. The actual sample was found to be missing a segment approximately 130mm in length. Magnifying and electron microscopic inspections of the fracture end revealed that the core wire was exposed at the fracture end. Some creases had been generated around the fracture end. They imply that the once stretched portion of the urethane outer layer when it had got ripped off had shrunken back. The outside diameter of the guidewire was measured on the undamaged segment and found to meet the specifications. The urethane outer layer on the distal segment was dissolved and removed. The fracture of the exposed core wire was inspected under electron microscope. The core wire was found to have been thinner the outside diameter of the core wire was measured on the undamaged segment and was confirmed to meet manufacturer specifications. A review of the device history record and the product release decision control sheet of the involved product /lot# combination was conducted with no findings. A search of the complaint file did not find any other report with the involved product/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the distal segment of the actual sample was trapped due to some factor(s). In that state the actual sample was exposed to excessive pulling force, resulting in the fracture of the urethane outer layer and the core wire. However, the exact cause of the reported event cannot be definitively determined. The IFU states: "continuing to manipulate or rotating the radifocus glidewire urologic wire or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, or in perforation or trauma of the linings or associated tissues, channels or ducts." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported a fracture on the involved radifocus guidewire m device. An endoscopic biliary stent placement procedure was planned. During use of the actual sample in combination with an ercp cannulae (mtw ercp catheter/apis pharmacy co., ltd.,) the actual sample became fractured. With use of the ercp cannulae and a snare, the fractured segment was retrieved successfully. After this event, there has been no remarkable issue with the patient. The procedure was completed with another device. No problem has been caused on the patient due to this event.